Event description:
The physician observed ventricular oversensing during the follow-up performed on (B)(6) 2014. The defibrillation lead implanted with the subject ICD is a sorin isoline 2ct-6, sn: (B)(4). Analysis of the files revealed that a lead issue is most probably at the origin of the observed noise sensing.

Manufacturer narrative:
Please refer to the analysis report.